Event description:
On an unknown date, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that during the home visit, the doctor department indicated that there was an abscess above the incision and that the patient needed to go to the emergency room. Although additional information was requested, there was no clarification on the location of abscess and if the patient went to the emergency room, what treatment was provided in the emergency room. Abbvie has chosen to conservatively report this event.

Manufacturer narrative:
Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Abscess is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.